Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient's wife stated that she changed the batteries of the patient's coaguchek xs meter serial number (B)(4) since they were concerned with the meter readings. At 7:00 a.m., a sample from the patient was tested on the meter, resulting as 4.8 inr. At 7:05 a.m., the patient collected a sample from a different finger and tested it on the meter, resulting with a value of 2.6 inr. Both meter measurements were reported to the patient's doctor and the doctor considered the 2.6 inr value to be correct. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.